Event description:
Information received by medtronic indicated that the customer bought a new phone and was unable to configure the minimed mobile app as the customer forgot the password, and no communication from pump to the mobile issue was unresolved. No further patient complications were reported. Unable to perform troubleshooting. It's unknown whether the customer will continue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.